Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had their implant replaced due to infection two years prior to this report. No further complications were reported.